Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had an upper gastrointestinal (gi) bleed. The patient was admitted. An unspecified amount of fresh frozen plasma (ffp) and 4 units of packed red blood cells (prbc) were transfused. It was reported that the gi bleed resolved on (B)(6) 2017 without sequelae.